Manufacturer narrative:
Batch review performed on 28 january 2020: lot 124107: (B)(4) items manufactured and released on 24-jan-2013. Expiration date: 2017-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016.

Event description:
The patient came in, 7 years after primary surgery, due to signs of an infection and the pathogen is unknown. The surgeon plans to perform a washout and poly-swap. During surgery it was discovered that the knee was well fixed and well balanced so there was no need to swap the liner. It turns out the patient fractured his patella so the doctor fixed that and said everything else was good. Infection was not confirmed and they did not remove any implants at all.